Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which observed that the tubing was separated from the y-site clearlink in the upstream part. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the reported problem no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Medwatch report#: 2300170000-2020-8010. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system continu-flo solution set separated. The event was further reported as "the tubing came apart at one of the three luer activated valves". This resulted in a leak. This issue was identified during an unspecified infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.